Manufacturer narrative:
Section d4: the additional unique device identifier (UDI) number consists only of the gtin because a complete manufacture date could not be provided.

Event description:
A united kingdom customer reported that their artisan instrument was not adequately de-waxing slides. A field service engineer (fse) contacted the customer and provided guidance on checking the instrument's heaters. The customer elected to perform the heater checks individually and indicated they would follow up with the field service engineer (fse) upon completion. After completing the heater checks, the customer reported that during testing they heard a "pop," followed by smoke and visible flames originating from the instrument. A co2 fire extinguisher was used to extinguish the flames, and the fire brigade was contacted. The customer was advised to not power-on the instrument. The fse went to the customer's site to inspect the instrument and determined that upon inspection, evidence of a short circuit on the heater control board was identified, including visible scorch marks. Liquid residue was also observed on the heater boards and associated cabling. The fse removed the rear panel for further examination of the instrument and couldn't find anything out of place or on any of the panels. The instrument was taken out of service, and the artisan instrument was deemed non-repairable. While the issue had no safety impact since there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.